Event description:
This lead was implanted on (B)(6) 2003 and capped on (B)(6) 2012, for an unknown patient condition. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).